Event description:
Boston scientific received information that left ventricular (lv) lead was not in good position. The physician tried to reposition but was unsuccessful thus, decided to remove it. Lv lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.